Event description:
It was reported that the healthcare provider was having difficulty filling the pump reservoir. The provider was able to aspirate the reservoir, but unable to fill the reservoir completely at the patient's last refill a month ago. Following refill, the medication in the pump typically would last 5 months, however, because the provider did not get the entire medication amount, the refill date fell short of the 5 months. The provider did update the pump to reflect the volume that was filled into the reservoir. The patient's low reservoir alarm due to a low reservoir volume reached, as the provider "forgot to schedule" an earlier appointment for the patient. The provider planned to refill the pump and update the reservoir volume. No patient symptoms were reported. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).